Event description:
It was reported the bladder of an infusor ruptured during filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. If additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. Visual examination of the sample noted a ruptured bladder in a non-footing position. The reservoir was microscopically examined and markings on the interior surface of the bladder were observed near the rupture line. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.